Event description:
Per independent repair center statement, the unit had low o2 or yellow light. The key failure was the compressor was noisy. Additional malfunctions include nylon ties had loose hardware, and the smart pack was dirty.